Event description:
It was reported that while the physician was trying to put a j&j stent out an ebu guiding catheter, a dissection of the left main artery occurred. The pt was taken into surgery to repair the dissected artery. The pt is now recovering from surgery.